Event description:
It was reported that a post biopsy mammogram showed the ribbon marker had migrated medially approximately 7 mm. The patient tolerated the procedure well and left the department in good condition.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.